Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Patient called in stating they had great pain relief for the first 2 weeks after implant but slowly the achy pain came back in their lower back. Patient stated they have charged their stimulator. Agent prompted the patient to get their handset/communicator to troubleshoot when the call disconnected. Pt called back stating that they came back from hcp earlier today and they had told hcp that the device worked fine without any issues or anything until about (B)(6). Pt said that they started feeling lower back pain again. Agent guided the pt through connecting to their ins via the mystimrc therapy app. Agent reviewed with the pt how to make therapy adjustments. Pt said that when they increased the stimulation, the stimulation tended to go crazy when they stretched out of bed. Pt noted that they were on group a with the base set at 2.5. Pt said that they tended to feel more stimulation while at their refrigerator. Pt said that they were concerned that they had done something to cause a wire or something to come loose. Pt said that they also needed help with their neck. Agent redirected pt to hcp. Pt said that they have an upcoming appt with hcp but they forgot when it was.